Event description:
During a site visit, a nurse in the surgical intensive care unit reported that he had noted issues of pin hole leaks in the pumping segment near the upper fitment. No specific details on the events were known. No sets were saved. No patient harm reported.

Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). No product will be returned per customer as set was discarded. The customer complaint of pin hole leaks near the upper fitment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.